Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10

Event description:
It has been reported that the bd¿ insulin pen needle has been found with the cannula breaking off during use. The following has been provided by the initial reporter: a patient brought him a needle box of ref: 325108 lot number: 8107748 in which there is still a 10 sheaths of needles. The patient had (B)(4) problems with these needles: (B)(4) twisted, (B)(4) broke and the tip remained stuck in her leg.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ insulin pen needle has been found with the cannula breaking off during use. The following has been provided by the initial reporter: a patient brought him a needle box of ref: (B)(4), lot number: 8107748 in which there is still a 10 sheaths of needles. The patient had 2 problems with these needles: 1 twisted, 1 broke and the tip remained stuck in her leg.